Manufacturer narrative:
Evaluation of the device found broken parts inside, likely fatigue fractures due to repeated over-torquing of the brake by the users.

Event description:
In the middle of surgery the leg joint lock broke and it fell to the floor.

Event description:
In the middle of surgery the leg joint lock broke and it fell to the floor.